Event description:
It was reported by the customer patient attended facility due to leakage around site of PICC. Opats team member attended and also noted leakage on flushing. PICC removed and fracture noted. No harm to patient. Additional information was received for this event as part of a focus survey. The following additional detail was provided: it is unknown what vein the PICC was inserted into, exit site was 4cm, it was secured with securacath. PICC was used for antibiotics. There were no known occlusions with this PICC. The leakage was identified by a visible hole/fracture outside the patient (at exit site or on external part of PICC), the break was inside the patient at the 7cm marking. Insertion on (B)(6) 2024. Incident on (B)(6) 2024. There are no xrays of this event. Catheter site was cleaned with chloraprep (3ml 2%chg 70% ipa).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed at the 7 cm depth marker on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The catheter was observed to be flattened between the 2 cm and 4 cm depth markers. The damage location suggested that catheter securement, access, and/or maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer patient attended facility due to leakage around site of PICC. Opats team member attended and also noted leakage on flushing. PICC removed and fracture noted. No harm to patient. Additional information was received for this event as part of a focus survey. The following additional detail was provided: it is unknown what vein the PICC was inserted into, exit site was 4cm, it was secured with securacath. PICC was used for antibiotics. There were no known occlusions with this PICC. The leakage was identified by a visible hole/fracture outside the patient (at exit site or on external part of PICC), the break was inside the patient at the 7cm marking. Insertion (B)(6) 2024 incident 1st july 2024. There are no xrays of this event. Catheter site was cleaned with chloraprep (3ml 2%chg 70% ipa).

Event description:
It was reported by the customer patient attended facility due to leakage around site of PICC. Opats team member attended and also noted leakage on flushing. PICC removed and fracture noted. No harm to patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.